Manufacturer narrative:
One phacoemulsification tip was returned and visually inspected and the tip was deemed conforming. The nut corners, threads and flange back are worn from being used. There is a small film of surgical material inside the distal inside diameter, but the pathway is open. An aspiration bypass hole is present on the side of the phacoemulsification tip. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause is unknown. The complaint evaluation cannot confirm the phacoemulsification tip was occluded or the hole on the one side of the tip. The phacoemulsification tip was manufactured to specification. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vacuum was not appropriate and an "occluded" advisory code appeared on the console during the procedure. The tip was replaced and procedure completed with no patient harm reported. The tip was evaluated by the surgeon and noticed that the tip had a hole on one side. The customer also indicated that this issue occurred twice in one month. Additional information and sample has been requested.